Manufacturer narrative:
Event date is approximate.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the device njy502519h (implanted (B)(6) 2021) was removed on (B)(6) 2021 because it was not working properly.